Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination along the full catheter length found a hypo tube kink 453mm distal to the strain relief. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od(outer diameter) was measured using snap gauge ID and the result was within max crimped stent profile measurement. Stent strut row 5 and 6 from the distal end of the stent are pressed slightly inwards. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) to left anterior descending (lad) artery. After predilation with a non-bsc balloon catheter, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3x20 synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.